Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges persistent cough early (B)(6) 2021; b lymphoma of mediastinum (cancer). The patient was prescribed prescription medication. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.